Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Concomitant products 6945-65 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the longevity on the implantable cardioverter defibrillator (ICD) did not meet expectations. The device remains in use. No patient complications have been reported as a result of this event.